Event description:
The customer reported the reservoir is leaking at the o-rings. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.